Event description:
It was reported a scheduled surgery was performed on (B)(6) 2013 for the treatment of a non-union at the fracture site synthes nail, end cap, and three screws were removed uneventfully. This is 1 of 5 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment; not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for manufacturing revealed no complaint related issues.